Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with cipro and maksipor for the peritonitis (no further details). At the time of this report, the patient remained hospitalized and the patient outcome was not reported. On an unreported date, pd therapy was discontinued. No additional information is available.